Manufacturer narrative:
(B)(6). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. (B)(4).

Event description:
A customer reported an event of an "oil mist filter failure" with their sterrad 100nx sterilizer and it is unclear whether there was any odor/smell or smoke/haze due to this event. There was no report of any injuries or human reactions. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury. Advanced sterilization products (asp) will continue to follow-up for additional information regarding this event.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending analysis of the haze/mist issue, and system risk analysis (sra). ¿trending analysis of the haze/mist issue was reviewed within the past six months and no significant trend was observed. ¿the sra shows the risk for exposure to toxic or corrosive material to be "low." ¿the parts were not available for return and further analysis. The assignable cause of the "oil mist filter failure" issue is the catalytic converter, oil mist filter, and vacuum pump oil . The field service engineer replaced/cleaned these parts and confirmed the sterrad® 100nx was restored to proper function after service. During follow-up, it was confirmed that no odor, smoke, haze or mist was encountered. Therefore, this file is no longer considered a reportable malfunction since there was no report of any odor/smoke/haze or mist with the issue. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. Asp complaint ref #: (B)(4).